Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (40 mg/ml at 11.356 mg/day) via an implanted pump. It was reported the day after the patient¿s pump and catheter replacement procedure that the patient had been admitted to the ICU (intensive care unit) and was intubated. The physician requested that the pump be placed at minimum rate, and he was able to complete this with his tablet. It was noted that during the replacement procedure the day prior, the patency of the old catheter had not been confirmed; the new catheter tip was placed at a different level; and the patient was started on the same dose that they had come in with. The reporter stated that they followed up on (B)(6) 2025, with the physician and the patient remained intubated. Additional information was received on september 2, 2025, from a healthcare provider via the company representative who reported that the patient was extubated but was currently getting worked up for an anoxic brain injury.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that they were still trying to determine the cause of the anoxic brain injury. It was noted that they reached out to the pharmacy that provided the drug for the pump, and they were planning to test the drug that was in the pump to confirm if this could have been the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.